Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. While it should be noted that the mitral regurgitation (mr) remained unchanged as a result of the procedure, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology. The reported patient effect of unchanged mr appears to be a result of the slda of the clip (procedural conditions). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation. It was reported that the initial procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (B)(4) was implanted, reducing the mr to <1. On (B)(6) 2016, the patient returned due to progression of disease, with an mr grade of 4. A second mitraclip procedure was performed. One clip (B)(4) was deployed, reducing the mr to 1; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. No further clips were attempted, and no further treatment has been planned. The patient was confirmed to be stable post procedure. No additional information was provided.